Manufacturer narrative:
The returned device was evaluated and the device was received partially deployed with the hard cannula visible. Inspection of the needle mechanism components found no damages or defects that would prevent the needle from retracting as intended. Upon removal from the bottom housing, the linkage assembly moved to the fully deployed state. The device was reset and deployed as expected. The exact cause of the needle mechanism failure could not be determined. The exact cause of the needle mechanism failure and the cannula failing to properly insert could not be determined

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 1 and 4 hours. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition patient reported being unsure if the cannula was properly seated in the infusion site (arm).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.